Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and non-boston scientific right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition on the rate/sense channel. There was no asystole. The patient was brought in for programming changes and the minute ventilation (mv) feature was programmed off. No adverse patient effects were reported. The device remains in service.